Event description:
Customer reported blood glucose results of 285 mg/dl, 158 mg/dl, and 122 mg/dl within 10 minutes on the active s system. Customer reported no symptoms or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.